Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6)2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The mobile device showed cgm 300 mg/dl and the patient took insulin shots. He couldn't talk or walk well and was dizzy. The bg was 40 mg/dl. The patient took sugar tablets. Documentation states he was in the hospital from (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - ambulation difficulties.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - correction- removed "adverse event". B2 outcomes attributed to adverse event - correction - removed "other". B5 describe event or problem - correction. H1 type of reportable event - correction. H2 correction. H6 health effect impact code - correction. H6 health effect clinical code - correction. H10 correction- removed "diabetes mellitus is a known cause of hypoglycemia" and "h6: health effect clinical code - ambulation difficulties".

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2025, which is off-label usage of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.